Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) developed hypotension 15 minutes after beginning a dialysis treatment with a polyflux 210 h dialyzer. The patient was administered 6 l oxygen and the uf volume was decreased. The patient's blood pressure increased and the treatment continued.